Manufacturer narrative:
Sex, age,weight, race-ethnicity: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon states there is high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.